Event description:
Patient spontaneously called stating that she changed batteries but pump still doesn't turn on and is hot. Sn (B)(4). Is the actual device available for investigation? Yes. Did we replace device? Yes. Did the patient have a backup device they were able to switch to? Yes. Did the reported fault occur while in use with the patient? No. Did the product issue cause or contribute to patient or clinical injury? If yes, was any medical intervention provided? No. Reported to (B)(6) by: patient/caregiver.